Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The jaw of the subject device was partially missing. The missing part was returned. The jaw had a mark contacted with the probe. The probe had a mark contacted with the jaw. The proximal side of the tissue pad was severely worn. There was crack at 12 mm from the distal end. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the jaw. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the jaw, and besides the jaw was broken off when the jaw was subjected to a load. The instruction manual of the device has already warned as follows; do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. An error occurred. A part of the jaw of the subject device fell inside the patient. The fragment was retrieved. The user performed the intraperitoneal irrigation. The intended procedure was completed with another device. There was no patient injury reported. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn. This is the report regarding the falling of the jaw and the severely worn tissue pad.